Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a "transmitter not found" error message that displayed on the smart device after bg values were displayed. No additional patient or event information is available. Data was returned and evaluated. The reported event of a "transmitter not found" error message was not confirmed via data. A root cause could not be determined via data.